Event description:
A malfunction was reported. There was no information available on the customer's blood glucose level at the time of the event. The customer was informed that the pump needed replacement, and a replacement pump was provided. The customer declined to provide details on the backup insulin therapy used and was instructed to return the malfunctioning pump.